Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount. On (B)(6) 2015, a patient was hung a mesna infusion at 20:54 by a nurse, which was to go over 9 hours at a rate of 12cc/hr. The nurse had the entire mediation in the burette at the time the infusion was started, which was stated to be 105cc. At about 23:00, the nurse hung another chemotherapy infusion and noticed that there was about 40 cc of mesna left in the burette. According to the nurse, this would mean that in 2 hours about 60cc had infused versus 24cc (overinfusion). The nurse slowed down the infusion rate to 7.2cc/hr. From the information gathered, this medication was given over twice the rate that was programmed. The infusion finished, and a flush was placed on the pump. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event descrition has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(4). The findings from the site visit showed that some current clinical practices may have led to the reported over-infusion. Baxter is working with the facility to mitigate the reported problem.